Event description:
It was reported that during a lap gastric bypass, the handpiece wouldn't test with the generator. The handpiece was swapped with another handpiece, tested, and the case was completed with no patient consequence.

Manufacturer narrative:
(B)(4). Evaluation summary: the handpiece was returned with a loose mount. It was tested on a generator and no error code was noted; however, a hissing sound was heard. The hand piece was disassembled, a torn acoustic isolator was found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.